Manufacturer narrative:
Device evaluation: the report of suspected thrombus was confirmed based on the evaluation of the returned device; however, a specific cause for the reported driveline infection and stroke and a correlation to the pump investigation findings could not conclusively be determined. The report of inflow conduit malpositioning could also not be confirmed as the inflow conduit was left implanted in the patient and no photographs or scans were submitted to the manufacturer. Upon disassembly of the returned pump, examination of the outlet stator revealed a non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The deposition was not adhered to the bearing ball or the stator blades, lacked denaturing and lacked lamination. In addition, there was no evidence of contact marks on the outlet side of the rotor. Although its origins and the duration of time for which it was present in the outlet stator could not conclusively be determined, the deposition did not appear to have originated in this location. Examination of the remaining blood-contacting surfaces revealed no depositions. If it were present in the pump for an extended amount of time, the deposition found in the outlet stator would have contributed to the reported clinical signs of hemolysis. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the deposition. The pump was cleaned, reassembled and functionally tested under loaded conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records showed no deviations from manufacturing or qa specification. No further information is available. The manufacturer is closing its file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the operating room for a pump exchange due to suspected thrombus. According to the hospital staff, the inflow positioning was pointing at the anterior lateral of the left ventricle. Prior to the pump exchange, the patient's lactate dehydrogenase (ldh) level during his admission was approximately 758 on (B)(6) 2014. Patient c/o external peripheral edema prior to the pump exchange was reported. No other information was made available.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.